Event description:
All attempts to the hospital for return of the explanted vns generator have been unsuccessful to date.

Event description:
Reporter indicated the patient did not wish to pursue vns generator replacement surgery at this time.

Event description:
The explanted vns generator was returned for product analysis on (B)(6) 2012. Analysis of the generator confirmed the battery was depleted. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated that the patient's family did not wish to replace the vns generator at this time as the patient's seizures are relatively stable.

Event description:
Reporter indicated the patient had vns generator replacement surgery on (B)(6) 2012. Attempts for return of the explanted generator are in progress.

Event description:
Reporter indicated a patient's vns generator "failed" due to "battery failure". The patient was also experiencing a "dramatic increase in seizures" and the vns magnet was no longer aborting seizures. The vns generator had not been checked since 2008. Replacement of the vns generator is planned, but has not occurred to date. Attempts for further information are in progress.

Manufacturer narrative:
Operator of device, corrected data: the initial MDR report inadvertently listed the health professional as the device operator. The operator of the device is the patient. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Event description:
Reporter indicated he believes the generator battery is likely at end of service as he could not communicate with it, but also added it had not been checked in several years and diagnostics were not known. The seizure increase may be related to the dead battery, but he is not certain. The seizures are increased in general and it is not known if these are above baseline or not or all of the seizure types. The vns programming wand is working for other patients. The plan of care is to have the generator replaced, but a surgery date has not been set.